Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient came for an office visit with complaints of fever and possible surgical site infection, bacteremia. He had a surgery on (B)(6) 2011. Assessment: status post recent lumbar fusion ((B)(6) 2011). Improvement in local pain with recent escalation. Active urinary sediments but without local signs of urinary tract information and a relative paucity of pyuria. Mild elevated lfts. Fever and bacteremia. The patient underwent ECG. Abnormal ECG. The musculoskeletal patient does not have some midline tenderness over the lumbar spine, but was minimal. There was no bony prominence tenderness. There were no signs of traumatic injury, no erythema, no ecchymosis and no inflammation. Chest x-ray shows no acute cardiopulmonary disease. Evidence of remote granulomatous disease. Lumbar spine x-ray shows evidence of a lumbar fusion and moderate lumbar levoscoliosis. The patient was diagnosed for fever. Urinary tract infection. On (B)(6) 2011, the patient came with the following admit diagnosis: urinary tract infection. The patient underwent CT scan of the abdomen which showed a large bilateral psoas muscle abscess. The secondary diagnosis of the patient was: gram-negative sepsis. Urinary tract infection. Diabetes mellitus type ii. Peptic ulcer disease. Degenerative disc disease of the cervical region. On (B)(6) 2011: the patient underwent CT of abdomen and pelvis w/wo contrast due to fever and hematuria. Impression: the multilevel lumbar fusion of the l1-l2 through l4-l5 disc levels. There is gas in the disc space at l1-l2 suggesting probable underlying discitis. No definite findings for osteomyelitis on the current exam. Large bilateral psoas muscle abscesses, right greater than left. These extend nearly the entire course of the iliopsoas muscles with multiple air fluid levels. Cholelithiasis without findings of cholecystitis. Multi lobulated low attenuation lesion posterior lateral segment left hepatic lobe. This is non-specific and favors a benign process such as hemangioma. Other etiologies including early abscess formation are not excluded. The patient underwent x-ray of chest due to hypoxia. Impression: no acute cardiopulmonary disease. On (B)(6) 2011: the patient underwent CT-asp fine ndl w imaging and CT-drain placement perc s/t/I due to abscess drainage psoas muscles. Impression: pectineus abscess drainage catheter placement into right psoas abscess. On (B)(6) 2011: the patient underwent x-ray of chest due to PICC tip placement. Impression: no acute disease. On (B)(6) 2011: the patient underwent CT of abdomen and pelvis wo contrast due to psoas abscess. Impression: interval marked decrease in size of the prior large right psoas abscess with residual smaller abscess remaining. No change in the smaller ap and transverse diameter although long abscess throughout the entire left psoas muscles. Uncertain if the air in the lumbar invertebral disc is vacuum disc on the degenerative basis or possible intervertebral discitis. Dilated gallbladder without wall thickening or fluid more like if due to relative fasting state rather than acute choecystitis. Cholelithiasis. On (B)(6) 2011: the patient underwent CT of abdomen and pelvis wo contrast due to f/u psoas abscess. Impression: no evidence for residual right psoas muscles abscess. L1-to l2-l3 right paraspinal residual phlegmon but no evidence for abscess. Resolution of left psoas muscle air fluid level. Residual focal low attenuation edema involving left psoas muscle w/o discrete abscess. Levoconvex lumbar scoliosis with multilevel spondylosis status post multilevel interbody fusion. On (B)(6) 2011: patient presented for follow up of a peer form of abscess which developed after the patient had a surgical procedure for treatment of his lumbar disc disease. On (B)(6) 2011: patient presented for follow up of lumbar abscess. Patient was also seen for diabetes and back pain. Diagnoses: dm w/o complication type ii, uncontrolled; chronic pancreatitis; abscess in epidural space od l2-l5 lumbar spine. On (B)(6) 2011: patient presented for evaluation after stage I surgery. Patient developed a psoas abscess for which he had drainage done. On (B)(6) 2011: patient underwent MRI of lumbar spine with and without contrast due to spinal stenosis and scoliosis. Impression: status post anterior fusion via a right far lateral approach from the l1-l2 through l4-l5 levels. There is edema throughout the vertebral bodies, likely reactive in nature. A 2cm fluid collection within the left psoas muscle. This demonstrates ring enhancement on the postcontrast images. Moderate to severe levoscoliosis. Mild to moderate central stenosis at the l3-l4 level disc space level. Moderate right l2 and l3 foraminal stenosis. Patient underwent CT of the lumbar spine due to low back pain. Impression: right far lateral fusion from the l1-l2 through l4-l5 levels. There is moderate lucency surrounding the graft within the l1-l2 level. This may represent persistent postoperative change or pseudarthrosis. Infection not excluded. Moderate to severe levoscoliosis of the lumbar spine. Right lateral subluxation of l1 on l2. Left lateral subluxation of l3 on l4. Spondylosis at the l5-s1 level with moderate left l5 foraminal stenosis. On (B)(6) 2011, (B)(6) 2012: patient presented for follow up of hypertension. Diagnosis: type ii or unspecified type diabetes mellitus without mention of complication, uncontrolled. On (B)(6) 2011: the patient presented for medical management of diabetes postoperatively. Assessment: diabetes mellitus type 2, uncontrolled. Scoliosis. Degenerative disc disease of lumbar spine. Peptic ulcer disease. Cervical spinal stenosis. On (B)(6) 2011, the patient presented with the following pre-op diagnosis: degenerative lumbar scoliosis. Degenerative lumbar spinal stenosis. The patient underwent the following procedure: posterior spinal instrumentation, t11 to l5 using pedicle screws. Posterior spinal fusion using auto and allograft, t11 to l5. Per op notes, under c-arm images, jamshidi needles were placed in the pedicles of t11, l1, l2, l3, l4 and l5. Pedicle wires were placed through the jamshidi needles. At this point the intervening facets spaces between each one of those pedicle wires were completely exposed, all the way from t11 down to l5. Each facet was decorticated, packed with auto and allograft. Then pedicle screws were placed on the wires. Wires were removed then. An appropriate sized rod was then contoured in sagittal plane and was passed from distal to proximal through all of the screw assembly. At this point, the set screws were placed to secure the rod to the screws. This completely reduced the scoliosis as well. No complications were noted. On (B)(6) 2011, the patient underwent fluoroscopy for posterior fusion lumbar spine. On (B)(6) 2011: patient presented for evaluation postoperatively. On (B)(6) 2012: patient underwent lumbosacral spine x-ray. Impression: there was distortion of the lumbar spine due to severe rotoscoliosis. Posterior fusion had been performed with transpedicular screws and posterior metal rods. Flexion and extension views demonstrate benign stability. On (B)(6) 2012: patient presented for follow of hypertension and diabetes. Diagnoses: hypertension, chronic pancreatitis; insomnia; diabetes mellitus without mention of complication, uncontrolled. On (B)(6) 2012, (B)(6) 2013: patient presented for follow of hypertension and diabetes. Diagnoses: hypertension, chronic pancreatitis, diabetes mellitus without mention of complication, uncontrolled. On (B)(6) 2012: patient presented for follow of anxiety, hypertension and diabetes. Diagnoses: hypertension, back pain, anxiety; insomnia; diabetes mellitus without mention of complication, uncontrolled; other disorders. On (B)(6) 2013: patient underwent cervical spine x-ray. Impression: evidence of what appears to be a congenital fusion of c5-c6. Post-surgical changes with fusion of the c4-c5 and c6-c7 level is seen. No acute findings. Patient underwent lumbar spine x-ray. On (B)(6) 2014: patient presented with right hip pain. Patient reported that a week ago, patient fell on the ice. Patient had limited range of motion and tenderness over the greater trochanter. Patient also had tenderness in the area of pubic ramus. On (B)(6) 2014: patient presented for follow up of pain. Diagnoses: osteoarthritis; hypertension; chronic back pain. On (B)(6) 2014: patient presented for follow up of hypertension <(>&<)> diabetes. Diagnoses: hypertension; anxiety; insomnia; dm w/o complication type ii, uncontrolled.

Event description:
It was reported that in 2010 the patient presented with neck and back pain. The patient was scheduled for surgeries. It was reported that the patient underwent a laminectomy at l1-l2, l4-l5 and a posterior spinal fusion at t11-l5 using rhbmp-2/acs. The patient continues to experience severe pain, both mental and physical.